Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024 and the device was left off following the implant. The patient experienced pain when they moved their neck, and felt the their lead was tight and tugging on the ipg. An xray was ordered and reveled that the lead was intact and strain relief seemed appropriate. The physician decided that they would perform a lead revision. The patient's device was turned on and the therapy amplitude was increased to 3ma. A lead revision was performed on (B)(6) 2024. The patient reported that they did not feel much improvement following the lead revision. The patient was scheduled to be reevaluated in december.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician and the results from an x-ray that was performed, the lead was intact and strain relief seemed appropriate. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024 and the device was left off following the implant. The patient experienced pain when they moved their neck, and felt their lead was tight and tugging on the ipg. An xray was ordered and revealed that the lead was intact, and strain relief seemed appropriate. The physician decided that they would perform a lead revision. The patient's device was turned on and the therapy amplitude was increased to 3ma. A lead revision was performed on (B)(6) 2024.

Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024 and the device was left off following the implant. The patient experienced pain when they moved their neck, and felt their lead was tight and tugging on the ipg. An xray was ordered and reveled that the lead was intact, and strain relief seemed appropriate. The physician decided that they would perform a lead revision. The patient's device was turned on and the therapy amplitude was increased to 3ma. A lead revision was performed on (B)(6) 2024. The patient reported that they did not feel much improvement following the lead revision. The patient was reevaluated by the surgeon and the patient reported that the tightness they experienced has reduced. Based on this there was no plan for further intervention.